Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the black box dated from (B)(6) 2014. The black box data from date of the complaint has been over written, however current black box showed evidence of partially discharged batteries being installed along with multiple unacknowledged warnings. The battery cap was not returned, so a test cap was used and was able to fully tighten to the pump. Current draws were within specifications and a battery life issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. It was also reported that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.